Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited stenosis with elevated gradients (60mmhg) and moderate regurgitation. The device had been in service for approx 5 yrs. The decision was made to explant and replace this valve with a mechanical valve. There were no reported pt complications.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: received in an orange-pink solution in a specimen container enclosed in a tied off plastic bag. Some of the solution leaked out of the container. All leaflets are in the closed position. All leaflets are flexible. Holes and abrasions along the belly and lunula of the left and right cusps appear to be due to bias wear and/or long suture tail contact. A natural fenestration is noted on the lunula of the left cusp. Glistening off white pannus remains attached to non-coronary cusp adjacent to the inflow margin of attachment into the non-coronary left inferior captive area and 1 to 2mm onto the cusp. An unk amount of pannus appears to have been removed from the inflow and outflow aspect of the valve. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device likely related to the holes in the leaflets of the valve, which appears to have been caused by long suture tails and bias wear. The device was explanted and replaced without reported pt complication.